Event description:
It was reported that it was difficult to insert the atrial lead into this device header during the implant. The implant was finally completed and the lead was inserted properly with normal measurements. No adverse patient effects were reported. This device remains implanted.